Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient presented in clinic for a follow-up. Increased threshold with intermittent capture at maximum output was noted on the right ventricular lead. Micro dislodgement was also observed. The lead was explanted and replaced. The patient was stable before, during, and after the procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.